Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-apr-2026, it was reported by a facility representative via (B)(4) that an ar-8741-40 driver has a broken tip. This occurred during use in a bunionectomy with no patient impact.